Event description:
In 2007, the distributor reported that the cam fell out of the speedlink when it was being engaged to the rod during surgery. The cam was not opened completely and it came off due to the excessive load on the locking part. The main device may have been hit too hard near the cam. Intervention was required to retrieve the part. There was no report of pt injury or surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.